Event description:
The user facility reported their system 1e was leaking water and aborted the diagnostic cycle in progress. No report of injury.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the check valves were stuck in the float valve assembly. The check valves subject of the reported event allow for air to escape from the chamber during filling. When the valves were stuck, it prevented the air from escaping. Rather than entering the float block assembly, the water was then pushed out of the front of the processor and the unit timed out. The cycle aborted as designed because the float block assembly did not rise within the allotted five minute period for filling. The technician replaced the two outlet check valves, tested the unit, and confirmed it to be operating according to specification.